Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical surgery for rectal cancer, the stapler was able to be fired while detaching the rectum. However, poor staple formation and incomplete staple line on the distal part was noted. Another reload was used to complete the case. There was no patient injury.